Event description:
It was reported that the micro drill medium straight attachment was not working properly during a procedure requiring a back up device to be used, which resulted in a procedural delay of approximately 30 minutes. No additional anesthesia was required. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Follow-up report to document device evaluation results. Evaluation conclusion: the device was discarded by the manufacturer.

Event description:
It was reported that the micro drill medium straight attachment was not working properly during a procedure requiring a back up device to be used, which resulted in a procedural delay of approximately 30 minutes. No additional anesthesia was required. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.